Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was observed. Powered on device and visually inspected pump. Found that pump is leaking water at the bottom due to normal wear and tear. The root cause of the reported issue was unable to be found. Actions were taken to mitigate the reported issue: replaced pump assembly and air regulator.

Event description:
It was reported that the device is leaking. No patient injury was reported.